Event description:
It is reported that three out of five screws in the pt sheered off approximately one year after implantation.

Manufacturer narrative:
This report was previously submitted under medwatch 2648920-2014-00243. This report will be amended when out investigation is completed.